Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the pump¿s black box revealed a cs 078 alarm. This alarm was duplicated during the first rewind attempt. There was visible moisture damage observed under the display lens. The pump was opened and there was moisture observed on the motor flex connector. (B)(4).